Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a gastric resection procedure, after the tail was tightened, the green indicator line could be seen. When firing, press the insurance grip but couldn't press it, it couldn't be fired and staples couldn't come out from reload. They changed to a new device to complete the case. There was no patient injury.